Event description:
In january 2006, the lay patient contacted lifescan alleging that his one touch ultra smart meter was displaying an error message. The medical affairs specialist (mas) sent a letter to the patient since he could not be reached by phone. The patient said the reported meter displayed "error"; the specific error code was not identified. He went to the hospital because he was unable to obtain a result on the meter. He took no action to affect his blood glucose level following attempted use of the meter. Information was not provided as to how long the patient was unable to test with the meter. A result of "200 something" was obtained at the hospital and the patient took insulin as treatment; the insulin type and dose were not provided. No information was provided regarding the patient's diabetes treatment regimen or suggestion of symptoms. The customer service agent (csa) was unable to resolve the issue through troubleshooting. The meter, test strips, and control solution were replaced.